Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the device entered the firing mode, however, the surgeon could not squeeze the handle. The sales rep tried to squeeze the handle himself but still could not be squeezed. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.